Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device display a red x and has ECG bias errors in the logs. There was no report of patient involvement.